Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance on resetting the pump, and after the reset, the error code no longer appeared. The caller was able to start their sensor session successfully.